Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. However, the time in the pump was off by one hour.